Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: 4194-78 lead, implanted on (B)(6) 2007 and 5076-58 lead, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a lawsuit alleging that the patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and/or consequential damages due to the implanted right ventricular (rv) lead. It was further reported that now, approximately thirteen years later, the right ventricular (rv) lead has been explanted. No further patient complications have been reported as a result of this event.